Event description:
It was reported that during the implant of this implantable cardioverter defibrillator (ICD), when the right ventricular (rv) lead was connected to the device, noise and oversensing were observed. The lead was disconnected, and blood was found in the header, which was cleaned out and the device was reimplanted. The lead was connected again, and the frequency of the noise signals diminished but the noise was not resolved. It was suspected that this could be due to air bubbles in the header. A post operative check was performed the following day which showed the noise was resolved. No adverse patient effects were reported. The device remains in service.